Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG cable was broken, damaging wires in the cable. The root cause for broken cable could not be positively identified. No adverse event resulted from the damaged belt.